Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was trying to increase stimulation but was unable to do so. The patient stated that she had a loss of target symptom control. The patient had seen a nurse a couple weeks ago that changed her from p1 to p4, which is when the issue began. Trouble shooting attempts were made and the patient placed the patient programmer over the implant and after attempting to sync a few times, the patient was able to sync with the ins after repositioning the antenna correctly to resolve the communication issue. The patient verified that p4 was selected and set at 0.4v, but stimulation was off. It was reported that the patient must have turned stimulation off when she was messing with it about two weeks ago. The patient stated that she had felt stimulation go all the way down to her foot when she was doing that but it since resolved when she turned it back down. The patient was assisted in turning stimulation on and wanted to try all four programs to see if the stimulation was being felt at a comfortable level and in the proper area. The patient at first stated the stimulation was outside the target area for all programs because she thought she should only feel it in the vaginal/rectal area and was feeling it in the left buttock area which was told to the patient that it was in the considered target bicycle seat area. The patient reported that she left stimulation on p2 at 2.7v and confirmed that the stimulation was comfortable. Additional information was received. It was reported that the patient had adjusted the setting, however, she believed she accidently had turned stimulation off. Trouble shooting attempts were made and the patient programmer showed stimulation was off. It was reviewed that if therapy was off than the patient should turn stimulation on and the patient was redirected to their health care professional if the problem did not resolve. The patient also reported that it was not working again and the patient stated it was working a few minutes ago. Trouble shooting attempts were made again and the patient programmer showed stimulation was on. The patient mentioned therapy was on and the setting was p1 at 1.4v. The patient confirmed that she did not feel stimulation in the correct area and increased stimulation to 1.5v. The patient noted that she tried all the different programs already and they didn't help. The patient was again redirected to their health care professional. There were no further symptoms or complications reported or anticipated.